Manufacturer narrative:
Philips service resolved the issue by restarting the system and recommended replacing the pc if the issue reoccurs. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to power up; resolved after restart on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.